Event description:
It was reported that this right ventricular (rv) lead exhibited low shock impedance out of range, measuring 5 ohms. No noise or artifacts were observed, and it was confirmed that the shock impedance trend of the lead is stable. Technical services (ts) provided guidance and recommended a patient follow up. At this time, no further information is available. No adverse patient effects were reported. The device remains in service. Additional information was received. A new alert for low shock impedance out of range measurements was displayed on the remote monitoring system. Ts indicated that this condition needs further investigation to check the integrity of the rv lead. Further troubleshooting steps were provided, including x-ray imaging to rule out lead impairment. Remote monitoring, closer follow-ups, and device programming options were also discussed as part of the potential plan for this patient. An in-clinic follow up will be scheduled to evaluate the patient and device. The device remains in service and no adverse patient effects were reported. Additional information provided from the field indicated that this patient attended the hospital and upon interrogation, it was found that the device had delivered a shock for what appeared to be an atrial driven rhythm. Additionally, code 1004 indicative of a short circuit condition and code 1007 due to capacitor charge time exceeding limitations were observed along with noisy signals on the rv pace and shock channels. Consequently, surgical intervention was performed, and the implantable device was explanted and replaced, and this rv lead was replaced and abandoned in the patient. No additional adverse patient effects were reported.

Manufacturer narrative:
Follow up report 1: implant date was updated to (B)(6) 2001.

Manufacturer narrative:
Follow up report 1: implant date was updated to (B)(6) 2001.

Event description:
It was reported that this right ventricular (rv) lead exhibited low shock impedance out of range, measuring 5 ohms. No noise or artifacts were observed, and it was confirmed that the shock impedance trend of the lead is stable. Technical services (ts) provided guidance and recommended a patient follow up. At this time, no further information is available. No adverse patient effects were reported. The device remains in service.

Event description:
It was reported that this right ventricular (rv) lead exhibited low shock impedance out of range, measuring 5 ohms. No noise or artifacts were observed, and it was confirmed that the shock impedance trend of the lead is stable. Technical services (ts) provided guidance and recommended a patient follow up. At this time, no further information is available. No adverse patient effects were reported. The device remains in service. Additional information was received. A new alert for low shock impedance out of range measurements was displayed on the remote monitoring system. Ts indicated that this condition needs further investigation to check the integrity of the rv lead. Further troubleshooting steps were provided, including x-ray imaging to rule out lead impairment. Remote monitoring, closer follow-ups, and device programming options were also discussed as part of the potential plan for this patient. An in-clinic follow up will be scheduled to evaluate the patient and device. The device remains in service and no adverse patient effects were reported.

Manufacturer narrative:
Follow up report 1: implant date was updated to (B)(6) 2001.

Event description:
It was reported that this right ventricular (rv) lead exhibited low shock impedance out of range, measuring 5 ohms. No noise or artifacts were observed, and it was confirmed that the shock impedance trend of the lead is stable. Technical services (ts) provided guidance and recommended a patient follow up. At this time, no further information is available. No adverse patient effects were reported. The device remains in service.